Event description:
Procedure type: anterior resection. Patient: male, age: late 30's. According to the reporter: the stapler applied staples but did not cut the tissue. The surgeon cut out the staple lines and hand sew the anastomosis. The surgical time was extended 45 minutes as a result. No patient injury was reported. Patient is in well condition.